Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibited loss of capture. This rv lead was surgically abandoned and capped. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.